Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a humeral stem fracture.

Manufacturer narrative:
Review of the operative notes from the surgery where the humeral stem was implanted in 2007 did not identify anything out of the ordinary. Relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were provided therefore a determination on the condition of the devices could not be made. Lot numbers were not provided therefore the device history records could not be reviewed. The devices were used for treatment. The complaint history for these products could not be reviewed due to the lack of lot numbers. It could not be confirmed if the devices are an approved and compatible combination. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
(B)(4).